Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and performed the required preventative maintenance (pm). Fss completed the pm service on the unit. Since the customer reported error 2012 to the fss, he checked the hard drive and found disk error. Fss performed the hard drive check and fixed the error. Fss performed the field service checklist, which the system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
While the abbott medical optics field service specialist was at customer site for servicing the whitestar signature system, the customer reported that error 2012 (instrument host timeout error) occurred with the unit. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
Device evaluation: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Correction: initial report mentioned manufacturing date of 2/8/2012 however, during investigation it was confirmed the correct manufacturing date for the equipment is 10/20/2011. All pertinent information available to abbott medical optics has been submitted.